Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient experienced pericardial effusion and hypotension. After the first ablation applications a blood pressure drop occurred. Echocardiography (echo) was performed to search for a pericardial effusion, but none was found. The procedure was continued, and the patient's blood pressure stabilized. When the final vein was ablated with four applications in the basket configuration. Another blood pressure drop occurred, and then a pericardial effusion was seen on echo. A pericardial puncture was performed, and the patient was sent to the intensive care unit. The procedure was cancelled as therapy could not be finished. Only three veins had been isolated and the fourth was only partially isolated. The patient was later discharged from the hospital with no further complications reported. The device is not expected to be returned for analysis due to disposal.